Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and iop test failure. The customer¿s blood glucose level was 54 mg/dl. Customer stated that he received an alarm iop test failure. The customer was assisted with troubleshoot for iop test failure. Customer states pump is fine and cleared alarm. The insulin pump will not be returned for analysis.